Event description:
It was reported to boston scientific corp that during a vaginal vault suspension and anterior repair procedure, using an uphold vaginal support system, the physician successfully placed the first leg assembly. When he attempted to place the second leg assembly, the dilator bunched when he tried to pull it through the pt's sacrospinous ligament. The physician attempted to straighten out the dilator and pull it through the ligament using a hemostat, but encountered resistance. At this time, the needle detached from the leg assembly. The needle, with about 1 to 2 centimeters of suture attached, was caught inside the capio cage. The physician removed the entire mesh device from the pt, and performed a colporrhaphy anterior repair to complete the procedure, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).